Event description:
A hospital in (B)(6) reported the bolt cutter was broken. The patient had a compressed fracture of th12. After the final fixing, the surgeon tried to cut the screw, the bolt cutter was broken. Five of six screws were cut without any problem, however the cutter was broken at the sixth one. The surgeon could not cut the screw, so he cut it by using hp pin cutter. It took a longer time, because it was not a dedicated instrument. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The investigation has shown that the body of the cutting head is broken off. The review of the manufacturing documents revealed that the present instrument was manufactured according to the specifications. Please note it is very important that the schanz screw is positioned correctly before cutting and that very fast cutting-procedures may lead to a short time overloading resulting in the breakage of the bottom of the cutting head. No product fault could be detected. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing records were reviewed and no complaint related issues were found.